Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep plus delivery system was placed in a duodenal stent placement procedure (patient age, gender and weight are unknown). According to the complainant, during patient followup after the stent placement, it was found that the stent is unraveling at both ends. Reportedly, due to patient medical conditions, the doctor has indicated that the stent is not a cause for concern and will leave it in place as it is.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.